Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patients death. There was no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. The patient has a past medical history of end stage renal disease (esrd), and diabetes. Based on the available information, the patients cause of death can be attributed to esrd, diabetes and hyperkalemia, per the coroner. Patients with esrd have mortality rates much higher than the general population. Additionally, the patient had a history of non-compliance to several aspects of their renal failure (including the renal diet), which also increases risk of hyperkalemia and subsequent mortality.

Event description:
A peritoneal dialysis (pd) clinic's registered nurse (rn) reported to fresenius customer service (cs) that a patient on pd therapy passed away while connected to the liberty select cycler. There were no direct allegations that the death was related to a fresenius device malfunction or any other product issue. The pd patient's contact told the rn that the patient had low blood sugar the night prior to the event and that the pd cycler had been "alarming". However, the contact stated the patient had taken care of their blood sugar. The contact left for work in the morning, and while there, they sent the patient a text message that went unanswered. When they returned home, they found the patient still in bed, connected to the (pd) cycler with foam coming from the mouth and nose. Additional information was obtained through follow-up with another pd nurse familiar with the patient. It was confirmed the patient passed away while connected to the cycler. Per the nurse, there was no suspicion or any evidence that the cycler was in any way related to the patients death. It was reported the patient had been completing all pd treatments on the cycler without any issues prior to their death. However, the nurse reported the patient started pd therapy the previous month and was known to be non-complaint with several aspects of their kidney failure, including the renal diet. The nurse indicated the patients cause of death was renal failure, hyperkalemia and diabetes, per the coroner's office.

Event description:
A peritoneal dialysis (pd) clinic's registered nurse (rn) reported to fresenius customer service (cs) that a patient on pd therapy passed away while connected to the liberty select cycler. There were no direct allegations that the death was related to a fresenius device malfunction or any other product issue. The pd patient's contact told the rn that the patient had low blood sugar the night prior to the event and that the pd cycler had been "alarming". However, the contact stated the patient had ¿taken care of¿ their blood sugar. The contact left for work in the morning, and while there, they sent the patient a text message that went unanswered. When they returned home, they found the patient still in bed, connected to the (pd) cycler with ¿foam coming from the mouth and nose¿. Additional information was obtained through follow-up with another pd nurse familiar with the patient. It was confirmed the patient passed away while connected to the cycler. Per the nurse, there was no suspicion or any evidence that the cycler was in any way related to the patient¿s death. It was reported the patient had been completing all pd treatments on the cycler without any issues prior to their death. However, the nurse reported the patient started pd therapy the previous month and was known to be non-complaint with several aspects of their kidney failure, including the renal diet. The nurse indicated the patient¿s cause of death was renal failure, hyperkalemia and diabetes, per the coroner's office.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received 8000 ml simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.